Event description:
It was reported that, this pacemaker was explanted and replaced due to infection in the pocket area. No additional adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was explanted and replaced due to infection in the pocket area. No additional adverse patient effects were reported.